Event description:
As reported by a field clinical specialist (fcs), approximately 8 years post tavr a patient underwent a thv in thv procedure with a 23mm sapien 3 ultra resilia valve in the previously implanted sapien 3 valve in the aortic position due to ai. The valve was deployed successfully. During post dilation the balloon on commander delivery system ruptured. There was plus 1 in the atrion however physician is not sure if he gave the extra volume. When removing the ruptured balloon they removed the entire system including sheath and replaced it with a 2nd 14fr esheath. Upon follow up, the fcs confirmed that the balloon burst, no images available. They also advised that there were no leaks noticed in the delivery system during the procedure. And upon inspection after removal, no area of leakage was determined. There were no injuries or complications related to this event, and the patient was discharged in stable condition. The perceived root cause of the event was post-dilation within a valve, which exceeded the rated burst. The 3mensio report indicated that it was a valve-in-valve procedure for aortic insufficiency (ai) with not much calcium present. The device was discarded and not available for return. There was no damage to other edwards devices. Upon imaging review, the clinical imaging manager advised that the valve was under-expanded at only 22.1mm at mid valve. Also, there is mild halt at the rcc and lcc.

Manufacturer narrative:
A supplemental MDR is being submitted due to imaging review findings findings, sections g6, h2, a2, a3, h6: clinical code, device code, type of investigation, investigation findings, investigation conclusions and h11 has been added. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest perceived root cause of the event was post-dilation within a valve, which exceeded the rated burst and caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h11 correction. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information provided, the cause of the degeneration is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 8 years post tavr the patient underwent a thv in thv procedure with a 23mm sapien 3 ultra resilia valve in the previously implanted sapien 3 valve in the aortic position. The reason for the procedure is due to a failed valve with ai. Upon follow up, the fcs advised that the patient exhibited symptoms of fatigue and shortness of breath before the intervention. Additional symptoms included dyspnea, chest pain, fatigue, and heart failure. The necessity for a viv procedure was due to aortic insufficiency (ai), though it is unclear whether the patient had a paravalvular leak (pvl) or a central leak. The degree of regurgitation was moderate. Ultimately, the patient was discharged in stable condition.